Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has been discarded. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."

Event description:
Pt reported an alleged leak in the lap-band system after "adjustments would only result in short term restriction." The band was removed and replaced. During replacement surgery, the operation report received from the doctor, noted that methylene blue was used and "there was no evidence of a port site or port catheter leak. With this in mind, it was felt that the pt most likely had a slow leak in the band itself."